Event description:
It was reported that the patient presented for an initial implant procedure on (B)(6), 2023. During the procedure, the right atrial (ra) lead could not be attached to the atrial wall without it being dislodged. The ra lead was not used and was replaced. The patient was in stable condition.